Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood was collected in plain and edta vacutainers, reported potassium level of 19, patient was moved to critical care. Repeated sampling showed normal levels. Was discovered that the plain vacutainer was actually edta vacutainer with red cap. The following information was provided by the initial reporter: patient was admitted to casualty for m.I. On 5th night tests were ordered and samples were collected in plain & edta bd vacutainer as per hospital guidelines. Lab report showed potassium level of 19 due to which the patient was shifted to critical care unit. In ccu repeat sampling showed normal levels. After investigating it was found the plaint vacutainer was actually edta vacutainer but with red cap. Lab highlighted the same to the management and corrective actions were taken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was collected in plain and edta vacutainers, reported potassium level of 19, patient was moved to critical care. Repeated sampling showed normal levels. Was discovered that the plain vacutainer was actually edta vacutainer with red cap. The following information was provided by the initial reporter: patient was admitted to casualty for m.I. On 5th night tests were ordered and samples were collected in plain & edta bd vacutainer as per hospital guidelines. Lab report showed potassium level of 19 due to which the patient was shifted to critical care unit. In ccu repeat sampling showed normal levels. After investigating it was found the plaint vacutainer was actually edta vacutainer but with red cap. Lab highlighted the same to the management and corrective actions were taken.